Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to integrated circuit on the main printed circuit board. The main printed circuit board was replaced to resolve the report. The device was recertified and returned to the customer. Analsis for reprts of this type has not identified an increase in trend.